Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. No product was returned for evaluation. A direct relationship between the device and the reported event could not be determined. Bleeding, stroke, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to intracerebral bleeding. Reportedly, the lvad was working as expected for the whole time of support. No autopsy was performed and the device will not be returned for evaluation. No additional information was provided.